Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 1 order was not crossing over to the station. A technical support specialist checked the pyxis server and found that the medication identity, associated with the order, was not registered in the server facility formulary. The customer was advised to register the medication identity first. The customer later confirmed that the issue had been resolved on the epic side. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es order was not crossing over to pyxis. The customer confirmed that the order was visible on the server; however, it appears greyed out on the station. The customer attempted re-entering the order, as well as unloading and reloading the medication, but the order still does not cross over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.